Event description:
It was reported that the user, recently started a new medication, had been entering small meal announcements as a corrective action for rising blood glucose, which could maladapt the ilet¿s meal and correction algorithms. Education was provided that the device would adjust and that persistent elevation beyond approximately 90 minutes should prompt supply checks and a site change. Symptoms included elevated blood glucose. Outcomes included no reported injury, no hospitalization, and successful troubleshooting education. Investigation included technical review through user interview and troubleshooting guidance. Investigation of this case revealed user technique contributing to perceived hyperglycemia risk rather than a device malfunction. It was concluded that the device functioned as designed and that user education on proper meal announcements and site management resolved the concern.